Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.

Event description:
On (B)(6) 2011, the pt underwent an endovascular procedure with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, the physician advanced a contralateral leg component on the left side. The physician did not advance the sheath into the trunk-ipsilateral leg component, and instead advanced the device catheter outside the sheath. After having difficulty with cannulation, the physician attempted to pull the device catheter back into the sheath when it started to deploy. The physician then deployed the device distal to the desired location and covered the left hypogastric artery, unintentionally. The physician bridged the two devices with another gore excluder aaa endoprosthesis contralateral leg component. The aneurysm was excluded and the pt tolerated the procedure.